Event description:
It was reported the patient experienced discomfort at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2022 wherein the ipg pocket was relocated. Reportedly, the issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.